Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a generator change out. Previous episodes of noise were noted on the lead along with aborted shock for oversensing. Upon imaging of the lead, externalized conductors were observed. The lead was explanted and a new lead was implanted. Patient is stable and will continue to be monitored.